Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during a priming attempt. The blood glucose reading was 270 mg/dl. No significant events leading to the alarm were observed. The customer's mother stated that the customer had bolused 2 hours after eating, went to an audition, and had a high blood glucose reading after not bolusing thereafter. She declined troubleshooting for high blood glucose. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.